Event description:
Information was received that the cadd legacy pump started to beep and then stopped working. Patient switched to her other pump. Does 45 nkm, frequency continuous, route: intravenously. Dates of use 2014 to ongoing. Infusion is life sustaining. No reported adverse effects.